Event description:
It was reported that the 9900 system experienced a system lockup. It was noted that this happened in cine mode when processing images. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.